Event description:
On post-op day 2, while attempting to remove the drain and after removing several centimeters, the resident encountered intermittent resistance then sustained resistance at the skin surface. He applied light, steady traction until the tubing snapped at the skin surface through a drain hole. The patient went back to the or for repeat incision and drainage and had the piece of the drain removed at that time. The drain did not appear to be sutured in place.